Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had stuck button alarm. Customer's blood glucose level was 125 mg/dl. Customer reported that the insulin pump had a stuck button alarm initially and then she was kicked off from auto mode. Customer was advised that auto mode can automatically turn off due to an alarm. Insulin pump will not be returned for analysis.